Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and found that failure analysis confirmed but could not replicate the reported complaint. A review of field lighthouse logs showed the following errors to have occurred: 32100, 46604, 25722. Visual inspection was performed and no damages were found. The unit was placed on in-house system and was driven with no issues. No errors were triggered. The unit was then placed on patient side cart (psc) fixture test platform (pftp) to perform fitness tests and 1-hour sine cycle. The unit failed on the following unrelated to the field complaint: verify encoder cal - wp, wy, ro and grip failed - after calibrations, re-executed test and passed. Gravity balance test post sine cycle - sh failed - after performing gravity homing and cb cal, re-executed test and passed. Slow gravity balance test post sine cycle - wp failed, most likely due to a bad gearbox motor. 1-hour sine cycle passed as well. The unit was transferred to engineering for further evaluation. Engineering concluded 32100 points to "manipulator controller master base driver (mcmbd)2 mot 24v high-side switch (hss)" on manipulator controller master base (mcmb) stack. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an error 319 on power up of the system. The customer attempted to power the system, but the issue persisted. The reporter then disconnected the surgeon side console (ssc) to complete the procedure. The customer reported event has no report of patient injury.